Event description:
It was reported that the arctic sun device was failed to calibration for error 5 (inlet pressure out of range). The check of the inlet pressure showed that it read -2.2 psi even with the fluid delivery line was removed. They stated that would like a quote for depot repair. Per sample evaluation results on 12dec2023, it was reported that the arctic sun device unit main tank does not drain.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty pressure transducer. The device was evaluated and the reported issue was confirmed as the unit failed calibration for error 5. A check of the inlet pressure showed that it read -2.2 psi even with the fdl removed. Initial start up shows -2.4 psi inlet pressure. Installed test pressure transducer / reading shows 0.0 psi. Replaced pressure transducer. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was failed to calibration for error 5 (inlet pressure out of range). The check of the inlet pressure showed that it read -2.2 psi even with the fluid delivery line was removed. They stated that would like a quote for depot repair.